Event description:
It was reported that an arteriotomy closure of a non calcified right common femoral artery was attempted using a perclose proglide device after an coronary interventional procedure. Reportedly, no blood flow was seen through the marker lumen. The marker lumen was flushed with saline prior to the procedure. The device was removed. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). An analysis of the returned device did not confirm the reported device issue. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported for this lot.